Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported the wayne pneumothorax set, the connection between the chest drain's grey catheter hub and the tap came undone by itself. The drain reportedly was left in place, and was reconnected to the tap and the extension tubing. No additional procedures were necessitated by the product problem, and no patient adverse effects occurred as a result of the issue. Additional information has ben requested from the customer regarding the product malfunction, but no additional information has yet been provided as of the date of this report. The complaint device is not available for return and evaluation.

Event description:
No additional information reported since the initial report was submitted on 03/23/2018.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The photo provided shows the catheter hub and tap securely attached. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the patient's skin by placing tape, suture, or a catheter securement device at the location shown in the illustration (at the bottom of page 3). B. Form a strain relief loop in the connecting tube, as shown in the illustration below (top of page 4), and secure the loop to the patient's skin with tape, suture, or catheter securement device. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.